Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and replaced the graphic user interface (gui) printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that during preventive maintenance, a ventilator's top display was erratic. The ventilator was not being used on a patient at the time of the event.